Event description:
Unreliable results from visual field testing device, could potentially cause misdiagnose glaucoma, which is a vision threatening problem, the device was tested for full threshold, but they are advertising and using a method they called fast interactive threshold, which stop testing any given point when the patient see the average, this would potentially miss any problem in individuals perform better than average, I reported the problem to the manufacturer, they tried to fix it via update, when failed they are trying to convince me that the device is fine and this method is reliable, they don't have any studies to confirm their claim. FDA safety report ID# (B)(4).

Event description:
Additional information received from reporter for report mw5107614 on 03/03/2021 to uncheck confidential box.